Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was noted via a (B)(4) transmission that non-sustained lead noise episodes were detected. On review of the stored egms post-paced t-wave oversensing and lead noise was observed. No lead noise was reproduced during provocative testing. The device was reprogrammed and no further non-sustained lead noise episodes have been detected. The patient will be monitored.